Event description:
A peritoneal dialysis patient was hospitalized on (B)(6) 2021 due to pd catheter (not a fresenius product} malposition. The nurse states the patient underwent removal of the catheter and replacement of a new pd catheter on (B)(6) 2021. As of (B)(6) 2021, the patient remained hospitalized and no further information was available. The nurse confirmed the patient did not have any adverse effects from use of any fresenius products. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).